Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate erratic results. The reporter claimed obtaining blood glucose readings with varying from 10 to 50 mmol/l with another meter (unknown), within an unknown timeframe. This complaint is being reported because it is unknown if the results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.